Manufacturer narrative:
Sections with additional information as of 08-feb-2021: h3: device evaluated by the manufacturer. H6: updated FDA's method, result, and conclusion codes. H10: test strips were not returned for evaluation - empty vial. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
(B)(4). Products were returned - product evaluation in-process. Most likely underlying root cause still pending of investigation completion manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Wife is calling on behalf of the customer who is concerned with tests results from results obtained of error message (e-0) and 43mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms at the time of the call. Medical attention is reported as a result of the actual blood glucose results. The product is stored properly in the bedroom. During the call a blood test was performed by the customer and produced test results of 141mg/dl non-fasting using the meter (using new strips). The test strip lot manufacturer¿s expiration date is 03/31/2022 and open vial date is three weeks ago. The meter memory was not reviewed for previous test result history.